Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit functioned properly. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. The insulin pump passed the delivery accuracy test. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call, the customer was hospitalized due tot high blood glucose of 705 mg/dl and sever diabetic ketoacidosis on (B)(6) 2017 through the (B)(6). Customer experienced symptoms such as feeling ill. Customer was treated with an IV drip and was disconnected from the insulin pump. Customer's blood glucose continued to rise. Customer was wearing the insulin pump at the time of the hospitalization. Troubleshooting was performed on the insulin pump. Drive support cap was reported as normal. No air bubbles. Customer notated their was a leak at the quick release of the infusion set. No issues were noted on the site and the insulin. No issues were noted with the setting on the insulin pump. High pressure test was not performed. Customer's mother requested for the device to be replaced as customer had gone to the hospital twice and they do not feel comfortable with the device. The device is returning for analysis.